Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due sepsis with a staph infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.